Event description:
The customer reported the device alarmed o2 not available; the ventilator discontinues oxygen support. No patient harm, no patient information provided.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device alarmed o2 not available; the ventilator discontinues oxygen support. No patient involvement.